Manufacturer narrative:
Corrected h6: changed device codes from "peeled (1454)" to "material twisted/bent (1028)." Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There was no evidence of blood or charred tissue observed. Visual inspection showed the heater wire detached from the tip, but remained attached at the base of the hot jaw. The silicone insulation on the jaws appeared intact with no signs of cracks or peeling. Based on the returned condition of the device and the evaluation the reported failure material twisted/bent¿ was confirmed. The confirmed failure mode is addressed and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 piece of the jaws was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 piece of the jaws was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.